Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use the pump or reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.